Event description:
It was reported that when annotating images on the 9900 system the annotation carried over to subsequent images. The 9900 system had to be rebooted and the annotation was corrected on images, but remained on thumbnail images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.